Event description:
The customer stated they received a blood glucose result of 245mg/dl and they felt the device was incorrect. They went to the emergency room where their blood glucose was 98mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.